Event description:
It was reported there were telemetry or interrogation issues with the patient¿s implantable neurostimulator (ins). It was stated the patient¿s device was reprogrammed and the patient was hospitalized. It was noted the patient¿s gastroparesis symptoms improved until (B)(6) 2014, when they went back to feeling sick and then being sick. Reportedly, the patient¿s implantable neurostimulator (ins) could not be read by the control handset when they visited their healthcare provider. It was stated that three days later, the patient was close to death and was vomiting blood and acute evacuation of the bowel. It was noted the patient was rehydrated and anti-sickness drugs were administered intravenously. Reportedly, the patient had exactly the same symptoms in march but worse. It was stated they visited their doctor and again the controller could not communicate with the ins. The patient was told by their doctor that the lead was loose and they needed to operate urgently. It was noted the patient went in for an operation on (B)(6) 2014 and just before the operation they found that the controller was able to communicate with their ins so the operation was cancelled. The patient¿s status at the time of report was reported as no injury. It was later reported the impedance between electrodes 2 and 3 were over 800 ohms, and were approximately 1100 ohms. It was stated they had booked the patient for surgery to access if the lead had come loose from the battery header but on the day of surgery they re-checked the impedances and they were in range. It was noted they took the decision not to proceed. It was reported at the time of report the patient was receiving effective therapy and they were scheduled for a follow-up in one month.

Manufacturer narrative:
(B)(4).

Event description:
Additional review indicated the previously reported "operation in (B)(6) 2012" was reasonably referring to the cancelled operation in (B)(6) 2014 as the details were the same and the patient wasn't implanted until (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider, via the manufacturer representative, reported that on (B)(6) 2015 an exploration surgery and further diagnostics was done. Impedances were in range with a relaxed stomach and when distended. The implantable neurostimulator and lead connections were examined and no problems were identified. The hcp was "happy" with the device and measurements.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that when the patient was taken in to have the operation in (B)(6) 2012, the gastric pacemaker started to respond when they were about to be given anesthetic. Consequently, the patient was sent home with no medical intervention. The patient had a follow-up operation in (B)(6) 2014 because the pacemaker would not adjust automatically and gave irregular settings. A manufacturer representative was present and made adjustments to the pacemaker. Several visits later, and with persistent nausea and hospital admissions, the pacemaker had been found again to have operating errors. The patient had been close to death on multiple occasions because the product was malfunctioning and was faulty. The manufacturer representative met with the health care provider (hcp) to discuss the patient. The hcp saw the patient last week and the therapy wasn't working for them and the impedance was out of range. The patient was being booked for surgery at the end of august or early september. The hcp did not believe there was fault with the product itself.